Manufacturer narrative:
Device evaluation - device evaluation not completed. A review of the device history record did not reveal any exception documents. Conclusions: other, a follow-up report will be submitted when the device evaluation has been completed.

Event description:
It was reported that there were problems with the contrast line. When pulling contrast, if the drip chamber is empty, the ball is not fitting in the chamber correctly and therefore, the customer is pulling air into the syringe. This has occurred during left heart catheterization. There was no air injected into the pt. The customer reported that there were five defective units, however, information was not available on each incident, and only one suspect device was returned.